Event description:
Bilateral mastectomies in 1976. Implants replacement for contracture in 1988. Baker class IV bilateral capsular contracture. Underwent capsulectomies and exchange of bilateral silicone breast implants.